Event description:
It was reported that this pacemaker was part of the system revision due to infection. Reportedly, the patient had an oozing substance from the pocket. No adverse patient effects were reported. The pacemaker was explanted.